Event description:
A bath aid had just completed a treatment on a resident who recently had her cast removed from a broken r ankle that had healed. The resident was seated on center area of arjo lift bath trolley with legs dangling off left side of lift. Lift was approximately 3-4 feet in the air. As bath aid walked around back side of lift to lower it, resident decided she was ready to get off lift before it was lowered. Her movement apparently caused the lift to become unstable. The resident fell to floor and lift followed and landed on top of resident. Back support for lift folded up and cut resident forcing a laceration that required 5 stitches on lforehead. Four days later doctor determined residents ankle was broken again. Possibly caused by the accident with the lift. Staff members have been instructed that the lift should be used to place residents in a reclining position for their bathing experience. A residents legs should never dangle over the edge until feet can be firmly placed on their bathing experience. A residents legs should never dangle over the edge until feet can be firmly palced on the floor. Reason for this occurrence is possible user error and resident misunderstanding of use.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed. Results of evaluation: incorrect technique/procedure. Conclusion: device evaluated and alleged failure could not be duplicated, user error contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: user education provided, inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.